Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a leak from the patient line of the homechoice cassette during peritoneal dialysis therapy. The patient was in drain two of three at the time of the reported event. The patient said that the patient line disconnected during the night and solution leaked all over the bed. They reconnected to the line, but could not finish therapy due to an unrelated alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The patient was placed on prophylactic antibiotics and has been performing therapy with no issues since the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.